Manufacturer narrative:
Consumer posted a review on walmart.com. No additional follow up is to be expected with the complaint file, and the incident will be closed internally.

Event description:
Consumer left a review on walmart.com false negative (B)(6)2022 false negative. I was diagnosed a week ago. Took test today one week later and was negative with this brand. Retested with different brand 10 hours later to double check and still positive. Wouldnt trust this brand.

Event description:
Consumer left a review on walmart.com false negative: on (B)(6) 2022. False negative: I was diagnosed a week ago. Took test today one week later and was negative with this brand: retested with different brand 10 hours later to double check and still positive. Wouldn't trust this brand.